Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) for a vertebral fracture at l1 due to trauma. It was reported that the patient developed a re-fracture of the posterior wall at l1 sometime post-operatively. In addition, the spinal cord was reportedly compressed and caused paralysis. A second surgery was performed via laminectomy with instrumentation of screws. No other information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.